Event description:
Pt admitted with fever and shortness of breath on 4/19/94. A left-sided port catheter was placed on 11/24/93. Pt had an adriamycin extravasation in the infuse-a-port pocket 6 wks. Previously. Blood cultures confirmed staph aureus septicemia. Port catheter removed on 4/22/94, no obvious gross purulence seen. Vancomycin continued.